Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement of 8 ohms. However, the device was a rechecked and everything checked out fine. Additional information received from the field representative that the cause was not determined. At this time, the crt-d and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.